Manufacturer narrative:
Additional information was received that the reason for the patient's explant was inadequate stimulation. The explanted devices were not returned to bsn as they were discarded by the medical facility.

Event description:
A report was received that the patient will undergo an explant procedure for unknown reason.

Event description:
A report was received that the patient will undergo an explant procedure for unknown reason.